Manufacturer narrative:
(B)(4). If information is provided in the future, a suppmental report will be issued.

Event description:
According to the reporter, the device worked properly during the procedure however feces were noted on the patient¿s jackson pratt surgical drain six days following a laparoscopic rectosigmoid resection with proctocolonic stapled anastomosis. The patient was taken back to the operating room for open takedown of the proctocolonic anastomosis and created of an end descending colostomy and hartman pouch. The patient incurred a permanent injury.